Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing multiple loss of prime warnings. This pump was reportedly a replacement pump that was just received on the alleged event date. During troubleshooting, customer technical support requested that the reporter change the cartridge, and upon changing the cartridge the reporter stated that it took nine times to get the pump primed. The reporter was manually priming the tubing prior to loading the cartridge and then also priming with the pump after loading the cartridge. It was unclear what issue was occurring that required the pump to be primed nine times after a cartridge change. The reporter stated that she had lost confidence in the pump and requested it be replaced again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.